Event description:
Customer reportedly received results of 189 mg/dl, 219 mg/dl, and 116 mg/dl within 10 minutes on the compact system. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.